Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to corroded keypad traces. No number scrolling anomaly was noted on the display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm on his insulin pump and the numbers kept scrolling while he was trying to program a bolus. The customer did not recall any significant events leading up to the alarm. He was advised to revert to a back-up plan. His blood glucose level was 347 mg/dl. Nothing further was reported.